Manufacturer narrative:
Zimvie complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.' Product evaluation: one implant was returned for investigation. Visual evaluation of the as returned product identified fracture across the threads. The device was severely damaged possibly during removal.functional testing could not be performed due to the nature of the device and event. Pre-existing condition noted on the per was 'moderate bone density ¿ type ii'. The reported implant had been placed on tooth #45 (fdi) for approximately 1 month. X-ray & picture evaluation: x-ray/picture was not provided. Review of appropriate documentation: documents reviewed: instructions for use ¿ swissplus® and tapered swissplus® implants, ifu9667 rev 2 - 10/19. Information identified: contraindications & precautions. Per the applicable IFU, patient factors such as severe bruxism, clenching, and overloading, may cause component fracture or improper techniques used during placement. DHR review: DHR review for the lot (2022040034) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the lot (2022040034) for similar events and no other complaint was identified (keyword used: fracture: implant). Post market trending review: february post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Event description:
The doctor reported that the implant positioned with immediate loading, fractured by the head and therefore its removal was necessary. The doctor confirmed that the procedure was not completed with the placement of another implant. Edema reported as a consequence of the event.

Manufacturer narrative:
Zimvie complaint number (B)(4). Weight unknown / not provided. PMA/510(k) number: k011245 and k002188.